Event description:
The customer reported that the cross arm lock was broken. The cross arm lock needs replacing. No patients were injured.

Manufacturer narrative:
The ge service rep removed and replaced a defective cross arm lock brake assembly. He verified proper cross arm operation.